Manufacturer narrative:
The insulin pump did not have unexpected motor error alarms or battery alarms/alerts during testing. The unit passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, and off no power tests. The operating currents were in spec. The motor was tested outside of the unit and passed; however, a high-pitched whining motor noise anomaly was noted during the rewind and displacement tests due to a faulty motor. The following cosmetic damage was also noted on the unit: minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 398 mg/dl. The customer does not recall any significant events leading to the motor error issues. Customer stated that his pump suddenly started making a noise. Troubleshooting was initiated for the motor error alarm, and the customer able to clear the alarm and rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.